Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter zip. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that an error was encountered after restarting the station. A technical support specialist (tss) dialed into the station when remote support service (rss) showed offline status, and the station could not be connected. The field service engineer (fse) attempted to reimage the station but lacked a new hard drive and the rebootable universal serial bus (usb) stick was not working. The logs indicated the station was not fully closed and intermittently offline, though station checks appeared normal. The fse launched rss and brought the station online, but data synchronization services failed to start, and the station rebooted with errors. A database backup was completed, and the medication application was launched, but the station required a full synchronization and appeared as an unknown device. The application server could not be accessed due to missing credentials, and the station continued to reboot unexpectedly. Fse confirmed that the customer had replaced the pyxis. Since it was unavailable for too long, the user unplugged it and installed a working unit to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue with the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was getting error after restarting and remained in blue screen. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was getting error after restarting and remained in blue screen. The customer reported that the malfunction resulted delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this incident.